Event description:
Sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome [sjogren's syndrome] ([keratoconjunctivitis sicca], [anti-ss-a antibody positive]). Positive for immunocompromised state [immunocompromised]. Hyperthyroidism [hyperthyroidism] ([t3 increased], [t4 increased], [fatigue], [muscle pain]). Right-sided iliotibial band syndrome [iliotibial band syndrome]. Articular gout [articular gout]. Hypercholesterolemia [hypercholesterolemia]. Lumbar degenerative disc disease [degenerative disc disease]. Interferes with her daily activities [activities of daily living impaired]. Osteopenia of right femoral neck [osteopenia]. Develop toxicity [drug toxicity]. Synvisc administered in bilateral jaws [off label use]. Case narrative: this case is cross referenced with (B)(4) (multiple devices used). Initial information received on 01-jul-2019 regarding a solicited valid serious case received from a physician, in the scope of patient support program "(B)(6)". Patient ID: (B)(6); country: united states; study title: (B)(6). This case involves a (B)(6) female patient who experienced sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome, positive for immunocompromised state, hyperthyroidism, right-sided iliotibial band syndrome, articular gout, hypercholesterolemia, lumbar degenerative disc disease, osteopenia of right femoral neck, she was taking liothyronine, did develop toxicity, interferes with her daily activities and synvisc administered in bilateral jaws, while she was treated with liothyronine salt not specified and after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown) the patient's past medical history included lyme disease and hysterectomy. Her past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing chronic low back pain. Concomitant medications included hydroxychloroquine and azithromycin (zithromax). On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via unknown route in right jaw (lot-unknown; information for batch number requested) for product used for unknown indication. On (B)(6) 2019, patient visited to healthcare facility and during evaluation it was reported that patient took hylan g-f 20, sodium hyaluronate injection in jaws. During the evaluation, she was observed that anti-ssa positive sjogren's disease on cevimeline off of hydroxychloroquine, right-sided iliotibial band syndrome, questionable articular gout on tapering doses of allopurinol, hyperthyroidism, hypercholesterolemia, status post total hysterectomy. She received azithromycin for about a year for query diagnosis of lyme disease, and had chronic low back pain, MRI revealed lumbar degenerative disc disease. She was taking liothyronine, did develop toxicity, transitioned to levothyroxine, and more recently found to have elevated t3/t4 and methimazole initiated. She also reported that she had significant fatigue with muscle pain that interferes with her daily activities. She was also observed positive for immunocompromised state. On the unknown date, it was observed that sedimentation rate was 10 mm/hour (0-25). She was also diagnosed with osteopenia of right femoral neck. The event of sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome was assessed as serious due to seriousness criteria of medically significant. The event of positive for immunocompromised state was assessed as serious due to seriousness criteria of medically significant. The event of hyperthyroidism was assessed as serious due to seriousness criteria of medically significant final diagnosis was synvisc administered in bilateral jaws, interferes with her daily activities, she was taking liothyronine, did develop toxicity, lumbar degenerative disc disease, hypercholesterolemia, articular gout, right-sided iliotibial band syndrome, hyperthyroidism, positive for immunocompromised state, sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome and osteopenia of right femoral neck. Action taken: unknown for all the events with device hylan g-f 20, sodium hyaluronate; drug withdrawn for hyperthyroidism and she was taking liothyronine, did develop toxicity, not applicable for synvisc administered in bilateral jaws and unknown for rest of the events. Corrective treatment: allopurinol (allopurinol) for articular gout, cevimeline for sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome; methimazole (methimazole) for hyperthyroidism; not reported for other events outcome: recovering for osteopenia of right femoral neck, sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome, articular gout, fatigue, lumbar degenerative disc disease and unknown for rest of the events. Reporter causality: unassessable in case of hylan g-f 20, sodium hyaluronate; not reported for liothyronine. Company causality: not reportable for all the events in case of hylan g-f 20, sodium hyaluronate; reportable for hyperthyroidism and develop toxicity with liothyronine and not reportable for other events a product technical complaint was initiated, and results were pending for same.

Event description:
Sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome [sjogren's syndrome]. ([Keratoconjunctivitis sicca], [anti-ss-a antibody positive]) positive for immunocompromised state [immunocompromised]. Hyperthyroidism [hyperthyroidism]. ([T3 increased], [t4 increased], [fatigue], [muscle pain]) right-sided iliotibial band syndrome [iliotibial band syndrome]. Articular gout [articular gout]. Hypercholesterolemia [hypercholesterolemia]. Lumbar degenerative disc disease [degenerative disc disease]. Interferes with her daily activities [activities of daily living impaired]. Osteopenia of right femoral neck [osteopenia]. Develop toxicity [drug toxicity]. Synvisc administered in bilateral jaws [off label use]. Case narrative: this case is cross referenced with (B)(4) (multiple device used). Initial information received on 01-jul-2019 regarding a solicited valid serious case received from a physician, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states . Study title: sanofi patient connection. This case involves a 75 years old female patient who experienced sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome, positive for immunocompromised state, hyperthyroidism, right-sided iliotibial band syndrome, articular gout, hypercholesterolemia, lumbar degenerative disc disease, osteopenia of right femoral neck, she was taking liothyronine, did develop toxicity, interferes with her daily activities and synvisc administered in bilateral jaws, while she was treated with liothyronine salt not specified and after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). The patient's past medical history included lyme disease and hysterectomy. Her past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing chronic low back pain. Concomitant medications included hydroxychloroquine and azithromycin (zithromax). On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via unknown route in right jaw (lot-unknown; information for batch number requested) for product used for unknown indication. On (B)(6) 2019, patient visited to healthcare facility and during evaluation it was reported that patient took hylan g-f 20, sodium hyaluronate injection in jaws. During the evaluation, she was observed that anti-ssa positive sjogren's disease on cevimeline off of hydroxychloroquine, right-sided iliotibial band syndrome, questionable articular gout on tapering doses of allopurinol, hyperthyroidism, hypercholesterolemia, status post total hysterectomy. She received azithromycin for about a year for query diagnosis of lyme disease, and had chronic low back pain, MRI revealed lumbar degenerative disc disease. She was taking liothyronine, did develop toxicity, transitioned to levothyroxine, and more recently found to have elevated t3/t4 and methimazole initiated. She also reported that she had significant fatigue with muscle pain that interferes with her daily activities. She was also observed positive for immunocompromised state. On the unknown date, it was observed that sedimentation rate was 10 mm/hour (0-25). She was also diagnosed with osteopenia of right femoral neck. The event of sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome was assessed as serious due to seriousness criteria of medically significant. The event of positive for immunocompromised state was assessed as serious due to seriousness criteria of medically significant. The event of hyperthyroidism was assessed as serious due to seriousness criteria of medically significant. Final diagnosis was synvisc administered in bilateral jaws, interferes with her daily activities, she was taking liothyronine, did develop toxicity, lumbar degenerative disc disease, hypercholesterolemia, articular gout, right-sided iliotibial band syndrome, hyperthyroidism, positive for immunocompromised state, sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome and osteopenia of right femoral neck. Action taken: unknown for all the events with device hylan g-f 20, sodium hyaluronate; drug withdrawn for hyperthyroidism and she was taking liothyronine, did develop toxicity, not applicable for synvisc administered in bilateral jaws and unknown for rest of the events. Corrective treatment: allopurinol (allopurinol) for articular gout, cevimeline for sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome; methimazole (methimazole) for hyperthyroidism; not reported for other events. Outcome: recovering for osteopenia of right femoral neck, sjogren's syndrome with keratoconjunctivitis sicca/ sicca syndrome, articular gout, fatigue, lumbar degenerative disc disease and unknown for rest of the events. A product technical complaint was initiated on 18-jul-2019 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 16-aug-2019 reporter causality: unassessable in case of hylan g-f 20, sodium hyaluronate; not reported for liothyronine. Company causality: not reportable for all the events in case of hylan g-f 20, sodium hyaluronate; reportable for hyperthyroidism and develop toxicity with liothyronine and not reportable for other events. Additional information received on 16-aug-2019. Investigation summary received and ptc results added.